Event description:
It was further reported that both the primary and back up controllers exhibited unexpected losses of power.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d4: serial or lot#: (B)(6) h6: FDA device code(s): a0705 additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2018 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-jul-2017 h5: no h6: patient ime code(s): e011903 h6: imf code(s): f02 h6: img code(s): g04035 h6: FDA device code(s): a0708 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system -product, including 1.0 or 2.0 for controller, model #: 1420/ catalog #: 1420 / expiration date: 31- jul-2018 / serial or lot#: (B)(4) , UDI #: (B)(4) . Device available for evaluation: no. Device evaluated by MFR: no. Device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 31- jul-2017. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm and the patient was asymptomatic. A controller exchange was performed and while the ventricular assist device (vad) driveline was disconnected, the patient fainted and was unconscious. It took a few minutes to connect the driveline to the back up controller. The patient was taken to the hospital and intubated. The following day, the patient subsequently died.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: serial# (B)(6) d9: yes 2021-07-09 h3:yes h6:FDA method code(s): b01,b15 h6:FDA result code(s): c020701,c19 h6:FDA conclusion code(s): d02, d1105 serial# (B)(6) h6:FDA method code(s):b15, b17 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d15 product event summary: one (1) controller ((B)(6)) was returned for evaluation. The pump (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the no power alarm only sounded for about 20 seconds when both power sources were disconnected from the controller, and the controller exhibited a controller fault alarm due to an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery that powers the no power alarm was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed that (B)(6) was the patient's primary controller, initially in use at the time of the event. Review of the controller log files associated with (B)(6) revealed a controller power up event, with an associated motor start event, logged on (B)(6) 2021 at 15:30:57. The data point prior to the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2) with 26% relative state of charge (rsoc). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 15 seconds. Review of the alarm log file revealed a controller fault alarm logged on (B)(6) 2021 at 16:10:24, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. A vad disconnect alarm was then logged on (B)(6) on (B)(6) 2021 at 16:11:34, indicating a physical disconnec tion of the driveline from the controller, likely during the reported controller exchange. Several additional vad disconnect alarms, as well as controller power up events without associated motor start events, were logged on (B)(6) 2021, likely during troubleshooting and/or the reported controller exchange. Review of the available autologs report associated with (B)(6) revealed one (1) vad disconnect alarm logged on (B)(6) 2021 at 16:59:30. Three (3) controller power up events, with associated motor start events, were logged on 13/jun/2021 at 18:43:22 and 23:56:05, and on (B)(6) 2021 at 06:05:31. The controller without power for 12 seconds, 18 seconds, and 14 seconds, respectively. Additionally, 16 low flow alarms and two (2) high watt alarms were logged on (B)(6). Of note, several changes in pump rotational speed were recorded within the analyzed period. Log file analysis also revealed multiple additional controller power up events and vad disconnect alarms logged on con309217 on (B)(6) 2021, which were likely recorded during troubleshooting. Additionally, review of (B)(6)¿s log files revealed one (1) low flow alarm logged on (B)(6) 2021 at 11:17:10. As a result, the reported controller fault alarm, controller losses of power, and driveline disconnect events were confirmed. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to poor vad filling, inappropriate pump rotational speed, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Based on risk documentation, multiple factors may have contributed to the observed high watt alarms including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. A possible root cause of the losses of power can be attributed a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the vad disconnect alarms can be attributed, but not limited, to physical disconnections of the driveline from the controller, likely during the reported controller exchange and/or troubleshooting. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.